Event description:
Patient reported numbness, weakness, and pain in the arm extending down to the fingers that has been unchanged for 3-4 weeks after second treatment. She did not experience these side effects the first time. The patient had a different nurse injector for this treatment and reported that "the numbing was very different and it felt very deep this time." Both injectors used the same fanning and high volume anesthesia (hva) technique, however the second nurse admitted she was fanning too deeply and subsequently made corrections after re-training on (B)(6) 2016. Both treatments were performed at the same energy level. The patient declined to be seen by the treating physician, however the patient's condition will continue to be monitored.